Event description:
The fe reported intermittently there was no image from the camera. Because of this, the system intermittently failed to display a live image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.